Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported unable to complete setup which was reproduced while attempting to load a set. Evaluation experienced a door not fully latched alarm preventing set up. "Door jammed!" Alarms were verified through a review of the event history log and found to be caused by the door hooks out of specification. The door hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using a spectrum pump setup was unable to be completed with an infusion of vancomycin set to infuse at a "rate of 250ml, volume to be infused of 1500mg with 500ml". There was no patient injury or medical intervention associated with this event. No additional information is available.